Event description:
The customer reported the system would not produce fluoroscopic x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor power supply was adjusted. The system was then found to be operating as intended.